Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(4) 2014 to report that on (B)(6) 2013 patient experienced no audio output. Patient's partner saw patient beginning to have a seizure and called paramedics immediately. Patient claimed that the alerts she received that night were most likely not audible since the alerts usually wake her and her partner up. Patient was unconscious when the paramedics arrived. They gave her a glucagon shot and tested her bg at 20. After the glucagon shot, patient's bg went from 20-160. After rising to a bg of 160 patient was still not responsive. After coming to, patient began to vomit uncontrollably. After being transported to the hospital, patient was given multiple medications to try to stop vomiting. The third medication worked to stop the vomiting. Patient was in the hospital for 5 days total. Patient describes being very weak for 3 days. While in the hospital, patient was taken off the insulin pump, administered insulin manually, and was tested every hour to track bg. Patient says bg went up to 300 at the highest point. The medical intervention was glucagon, blood work at hospital, CT scans of abdomen/chest/head, and 3 nausea medications. Currently patient is 70% back to normal, weak and tired, lungs hurt when she breathes in heavy.